Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient obtained elevated blood glucose readings of 600 mg/dl for three days and tested positive for ketones. The patient experienced the symptom of being agitated. The reporter corrected the patient¿s blood glucose levels with insulin via a syringe injection. The patient¿s mother also replaced the infusion site. Troubleshooting revealed the patient¿s mother was not properly filling/priming the infusion tubing, which can cause under-infusion of insulin. It was determined all pump settings, programming, basal rate and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by incorrectly priming the infusion tubing. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred and received treatment with insulin injections, this complaint is being reported.